Manufacturer narrative:
Per the user guide: check your t:slim system¿s personal settings to ensure they are correct. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think the basal pump setting was correct. Blood glucose was 327 mg/dl. Tandem technical support (cts) advised customer that the pump data could be reviewed for the settings. Customer acknowledged the information and declined cts's offer to follow up. Reportedly, customer discussed the settings with a healthcare provider.